Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped functioning for 45 seconds. Hospital described the monitor appearing to have no patient or cables connected and pause in pumping. The pump was functioning at the time of our call. Suggested they swap pumps and mark for biomed.

Manufacturer narrative:
Updated fields - e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d4 (version/model#, catalog#, UDI#), h6 (health effect ¿ clinical codes, health effect ¿ impact codes) additional point of contact: name: (B)(6). Occupation: biomedical engineer. A getinge field service engineer (fse) was dispatched to evaluate unit and found that the unit functions normally upon initial start-up. Batteries are fully charged. No relevant alarms or faults in logs. Unit ran for 48 hours with no issues and no alarms or faults generated. Unable to duplicate issue. Unit passed all tests and calibrations to manufacturer standard and is released for clinical use.